Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high blood glucose levels. Customer's blood glucose level was over 400 mg/dl. Customer advised the insulin pump was rewinding on its own, there were number code issues and issues with batteries that did not hold charge. Customer advised the battery would last only 24-48 hours and the battery cap was replaced on a previous call. Customer's mother will pick up patient from school and call back to complete troubleshooting.